Manufacturer narrative:
(B)(4).

Event description:
The patient later reported that physician listing information was requested. Reason why new doctor is needed: patient was dissatisfied with hcp (healthcare provider). Regarding previously reported therapy concerns with interstim , the patient stated today that these concerns were still ongoing.

Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event.

Manufacturer narrative:
The other applicable components are: product ID: 3889-28, lot# va088yg, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3058, serial# (B)(4), implanted: (B)(6) 2014, product type: implantable neurostimulator. This event was also reported under manufacturer report #3004209178-2015-03917.

Event description:
Additional information was received from a consumer (con). It was reported that the patient was having a lot of pain in their kidneys, both the back and the front. The pain started six to eight months after they were implanted, in 2014. They had CT scans and x-rays done, but neither were done to check on the device itself. Rather, they were done to look further into the kidneys and they didn¿t find anything. They did meet with a manufacturer representative (rep), but they were nasty to the patient and wasn¿t helpful. They stated that the pain felt like electrical shocks in their back and would continue even when the device was turned off. The patient confirmed that the device was off, per hcp direction. They had four appointments scheduled with the hcp, but they cancelled every time. The therapy helped the incontinence in the beginning, but wasn¿t really helping anymore, starting over a year and a half prior to the report. They didn¿t think it was programmed properly, noting that the rep didn¿t program it very often. They also noted that the inss were moving around in the pocket sites due to losing weight, starting in the summer of 2016. They also had three urinary tract infections (uti), within the year prior to the report, as well. These occurred on (B)(6) 2017, which they were given microbifd for, and the week prior to the report, which they were given amoxycillin for. It was noted that they had a fall about a month prior to the report, but the issues had been going on before then. They were redirected to a hcp to have the device further checked. There were no further complications reported or anticipated.

Event description:
It was reported that at implant, the patient wasn¿t told anything about the system and the patient wanted to know what things would damage the device or damage her. It was noted that stimulation was not working properly and needed to be adjusted. It was reported that the patient was told to wait and get used to it and it took a little while to get used to it. The patient still had bandages over her implant areas. It was noted that the patient¿s doctors hadn¿t called her back yet. It was reported that the patient may need other medical testing because she had ¿long-term back problems¿ and problems with her spine. The patient had two bladder surgeries that went wrong in 2000 and 2001, during that time she had to catheterize herself for three months, and then they redid the surgery. It was noted that since that time the patient had problems with uncontrollable leaking. It was reported that the patient may need a sonogram for the breast and stomach because she had problems with them. Approximately one year after the reported event ((B)(6) 2014 to (B)(6) 2015) it was clarified the patient was implanted with two implantable neurostimulator (ins). The devices hadn't been programmed properly and was not working very well. The patient had seen their healthcare professional (hcp) a few times over the year and their programming was only changed once, other than that the patient had made stimulation adjustments. During the last phone call to the patient's hcp office the patient stated the receptionist suggested "why don't you take them out?". The patient felt hcp office was not taking the time to make it work, and its still not right after a year. Both inss had been off for at least the last week prior (B)(6) 2015, the patient was trying vesicare and oxybutynin but that did no do too good and the patient had also been cathing 3 times a day everyday. The oxybutynin was causing confusion and nausea which was not a great feeling to have daily. The vesicare was being taken twice daily but was not really working because she was still leaking. Two weeks prior to call the patient had seen their hcp but was upset after the appointment because the hcp declined changing their programs. Sometimes the pain in her vagina was like an electric shock which would result in turning the device off. She has a two hour trip from manhattan and she just about makes it to her door in the evening. She caths in the morning, doesn't drink much during the day, which she thinks is causing bladder infections and she has had 2 bladder infections. The patient reports the infections were on (B)(6) 2014 where here primary care provider prescribed her "oxyklavin" for seven days and then on (B)(6) 2015 where she took "sethslocsomine " for 10 days. After that she called here managing hcp and she stated he (the hcp) "knew she had a bladder infection but didn¿t do anything about at that time. When trying to clarify about the leakage on when it began the patient stated, they think it had gotten worse and it had been quite a while, like a few months. She always can't get home and has to find bathrooms on her way how because "it lets go completely" not just a little leak. When she walks to the bus she is already wetting herself with every step. She also wears pads. The patient reported she is currently still using the same 4 programs and if she goes past 1.3 or 1.4 the mesh in her bladder starts to hurt, but if decreased then it doesn't hurt. Further follow-up is being conducted to obtain information regarding the shocking sensation, leaking and retention issues and the report of bladder infections. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va088yg, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient; product ID 3058, serial# (B)(4), product type: implantable neurostimulator; product ID 3889-28, lot# va088yg, product type: lead; product ID 3037, serial# (B)(4), product type: programmer, patient. (B)(4).